Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8840, serial# unknown, product type: programmer, physician.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving hydromorphone (4 mg/ml at 1.5 mg/day) via an implantable infusion pump. The pump's indication for (IFU) was listed as non-malignant pain. It was reported that a programming error occurred: the wrong drug concentration was entered. The pump previously showed that it was dispensing 4 mcg/ml drug, but it was actually dispensing 4 mg/ml. On (B)(6) 2016, a bridge was performed and the pump was updated to 8 mcg/ml, but it actually contained 8 mg/ml drug. The manufacturer's technical services (ts) specialist provided guidance on cancelling the bridge bolus, programming the pump back to how it was when they came in, and then programming the correct concentration. The ts specialist reviewed that the dose was delivering correctly as the units were irrelevant based on how the pump does calculation, but helped get it to the correct units by doing updates and making changes. The event was resolved. The date the pump was previously programmed as delivering 4 mcg/ml drug was not provided. No symptoms were reported. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.